Event description:
The add-vantage addaptor did not provide adequate seal while using diltiazem vial for reconstitution. After seating the vial and removing inner ring in 100ml ns [normal saline] bag, air could be heard rushing out of the seal at the addaptor and where the diltiazem was impaled on the device. The ns would leak out when inverted to reconstitute the dry diltiazem and made it extremely difficult to use suction to pull the medication into the 100ml bag. After more leakage, the bag was discarded and another diltiazem and 100ml and transfer addaptor was used for infusion.